Event description:
It was reported that a few weeks after vns generator replacement, the patient's device showed high lead impedance and output current not delivered. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent lead revision due to high impedance. The explanted lead was discarded per explant hospital policy. It was noted that during the lead revision surgery, lead pin reinsertion was attempted multiple times with the previous lead and high impedance persisted. Generator diagnostics were performed with a test resistor to rule out a generator issue and the diagnostics were normal. Therefore the lead was replaced, and the impedance was ok. No additional relevant information has been received to date.

Event description:
Per the surgeon, the cause of the high impedance is suspected to be due to a lead fracture. No visible fracture/damage was identified during the lead replacement surgery. No additional relevant information has been received to date.